Manufacturer narrative:
The reported event of oversensing was confirmed. As received, a complete lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the non-functional cable lumen, inner coil lumen and ptfe liner with one cable coating also abraded at the proximal region. The cause of the reported event was due to the external insulation abrasion which is consistent with friction to the device can.

Event description:
It was reported that non-sustained ventricular oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.